Event description:
It was reported that a elderly man with dementia fell through a transport chair and was found on top of the frame and frightened. They were able to get him up and had him checked by a doctor he suffered bruising.